Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Of note the IFU states: "maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 52-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The patient was on support for over 8 days when the team had the pump come out of placement. The mal-positioning occurred when the patient pulled upon the pump cord. The pump failed to reposition and the pump stopped. The stop occurred after the md believed the pump ingested clot at the mal-positioning. Decision made not to replace the impella. The patient was successfully weaned and the site surgically closed. There was no patient harm.

Manufacturer narrative:
The investigation for the reported pump positioning and pump stop has been completed. The impella pump was returned for evaluation. Upon visual inspection, the three electrical wires were found to be broken inside the red handle suggesting that excessive force was applied. Clinical details stated that the patient had tugged on the wire in the morning which led to the impella being pulled into the aorta and "pump stop" alarm. Therefore, the root cause of the pump stop issue was an open electrical line due to excessive force exerted by the patient while tugging the impella. The root cause of the positioning issues was likely patient movement as the pump was in the graft after the patient had pulled on the pump. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter: unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen. Impella 5.5 with smartassist : section: troubleshooting the purge system. Unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Section: impella stopped. If the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency. Impella 5.5 with smartassist for use during cardiogenic shock: section: warnings, cautions, and precautions. To reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2023-03536. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2023-03536 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-03536 and should not have been. H.6 code 3009 was reported incorrectly on the initial manufacturer device report number 1220648-2023-03536. Codes 4627 and 4628 were inadvertently omitted from the initial manufacturer device report number 1220648-2023-03536 and were added to this report. A new code has been added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2023-03536 in accordance with updated procedures.